Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to 100 degree weather, and possible humidity. In addition, the customer received multiple reacquiring temperature alarms. The customer was unable to clear the alarms. Customer's blood glucose levels ranged from 204 (mg/dl) to 250 (mg/dl). Reportedly, the customer had insulin and declined further follow-up from tandem technical support to ensure receipt of syringes for alternate therapy.